Event description:
The customer reported that the o2 manifold is leaking and there was a loss of the oxygen source from the o2 tank. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Event date: (B)(6) 2015. Received by MFR date: 02/09/2016. Conclusion / root cause: manufacturing defects cause a potential for the check valve to stick. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the o2 manifold is leaking and there was a loss of the oxygen source from the o2 tank. The customer reported the unit was not in use on patient.

Manufacturer narrative:
.